Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a latitude red alert that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. The device was interrogated and the greater than 2,000 ohms impedance measurements could not be reproduced with various troubleshooting techniques. The shocking impedances were within normal range at approximately 70 ohms. A small amount of noise could be produced on the shock channel when the patient pressed their palms together. The physician planned to monitor the patient daily on latitude, which is a remote monitoring system. There are no plans for additional intervention at this time. To date, there have been no adverse patient effects reported.